Event description:
Medtronic (covidien) received information regarding an incident with a manufactured device. Treatment of small gi bleed embolization. During the procedure, it was reported the concerto implant coil could not be detached with the manual detachment (breaking of the hypo-tube method, an alternative detachment method presented in the instruction for use). It was reported that the physician did not try to detach the coil with instant detacher. The coil pushwire to be broken correctly, but the physician did not pull back on the proximal pusher to separate the two pieces. Used a different concerto coil and complete the procedure. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The axium pushwire was returned for evaluation with the proximal end containing the tack weld replacement (twr) crimp missing, and the implant coil already detached. The proximal end of the pushwire was discarded. The pushwire was measured and the release wire was found extending out from the proximal end. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The implant coil was found to be damaged and stretched with the polypropylene filament intact. The proximal end of the pushwire was not returned for evaluation; therefore any contributing factors from the proximal segment could not be assessed. The cause for the difficulty detaching the implant coil was likely due to breaking the hypotube at an incorrect location for manual detachment (via hypotube). All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. Note: per the axium instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual detachment method (via hypotube). (B)(4).